Manufacturer narrative:
Results: failure to deliver stent and stent deformation. Lesion morphology. Deformation problem. Conclusions: lesion morphology. Failure to deliver stent and stent deformation. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in a difficult highly calcified right. Three attempts were made to implant the stent and during the third attempt it was noticed that the strut was lifted upright on the stent. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed. The distal tip was damaged.